Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction of the printed circuit board led to the malfunction of the images from the digital visual interface (dvi) input/output port not being displayed: cause traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high definition liquid cristal display (lcd) monitor presented printed circuit board malfunction and an issue in which the images from the digital visual interface (dvi) input/output port were not being displayed. There was no patient involvement.